Manufacturer narrative:
With attempt to place an optease vena cava filter (466f220a/lot 15112368), upon insertion into the sheath, the filter was advanced through sheath per standard deployment method; however, resistance was encountered and continued attempts to try and push filter through the sheath were made. Once it was realized that the filter would not advance, the sheath was pulled out of the patient and it was noted that two of the fixation barbs were penetrating through the sheath. An attempt was made to introduce a second optease sheath and filter (466f220a/15134795) but the filter was unable to be advanced through the filter through the sheath. When the second sheath was removed, it was noted that the sheath was kinked due to patient anatomy which caused the second filter to get stuck within the sheath. There was no harm to the patient, and the patient was eventually treated with a greenfield filter. A non sterile optease retrieval filter was received inside a plastic bag. Only the csi sheath and filter were sent for evaluation and both present residues of blood. The filter was stuck inside the sheath with two barbs protruding. The filter was removed and no damages were found. No kinks or other anomaly were observed on the received unit. The obturator was not returned for evaluation. The csi was observed under microscope at 40x of magnification and it was noted some scratches and cuts at 9mm, 1.3 cm and 1.9cm from the tip. Also it could be observed that the csi tip was cut it. The exact cause of the damage could not be conclusively determined. A 100% visual inspection are in place to inspect if there is an issue for damages in the csi sheath before the product leaves the facility. The barbs of the filter were observed under the microscope at 25x of magnification and no anomalies were observed. The filter was withdrawn from the sheath, afterward it was passed through a sheath and no resistance or friction was experienced. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The report of the filter becoming impeded and protruding through the sheath was confirmed; the filter was stuck in the sheath due to the penetration of two barbs through the sheath. Based on the reported information the patient anatomy and continued attempts to advance against resistance appear to have contributed to the event. The instructions for use outlines that if filter advancing is problematic when using a tortuous vessel approach, stop filter advance prior to the curve. Advance the sheath to negotiate the curve, and then continue to advance the filter. A review of the device history records and the analysis of the returned device presented no manufacturing related issues contributing to the event. Therefore, no corrective actions will be taken at this time.

Event description:
Physician attempted to place an optease vena cava filter in a patient. Upon insertion into sheath, the doctor advanced the filter through sheath per standard deployment method. He felt resistance and continued to try and push filter through the sheath. Once he realized the filter would not advance he pulled the sheath out of the patient & noticed 2 of the fixation barbs were penetrating through the sheath (lot# 15112368). He then attempted to introduce a 2nd sheath & filter but was unable to advance the filter through the sheath. When he removed the second sheath he noticed that the sheath was kinked due to patient anatomy which caused the 2nd filter to get stuck within the sheath (lot# 15134795). All the products were stored, handle and prep per labeling instructions. During prep, no damages were noticed on any section of the devices (filter, delivery system, sheath, etc). The issue was not inserting the sheaths in the patient. For the first product, other than the reported event, no other damages were noticed on the sheath, filter, delivery system, etc. For the second product, other than the reported event, no other damages were noticed on the sheath, filter, delivery system, etc.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.